Event description:
It was reported that a large volume infusor underinfused via a peripherally inserted central catheter (PICC). The bottle remained approximately three quarters full. This occurred during infusion of 5-fluorouracil 4000mg in 230ml dextrose water 5% (d5w). The chemotherapy was rescheduled to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between july 22-30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.